Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.25x28mm promus element ¿ drug-eluting stent, it was noted that the stent strut was lifted up. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element mr ous 2.25 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified damage to the proximal and central region of the stent. Struts 1-12 from the distal end of the stent were undamaged; the remainder of the struts were damaged. The undamaged crimped stent od(outer diameter) was measured and was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.25x28mm promus element ¿ drug-eluting stent, it was noted that the stent strut was lifted up. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.